Event description:
A malfunction alarm was reported, identified by malfunction code 25, which was non-resettable. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The caller will continue to use current pump for insulin therapy until the replacement pump arrives.